Event description:
It was reported that a 22mm amplatzer amulet device was implanted on (B)(6) 2021 with no complications. The patient was seen in office one week later and no effusion was noted. Approximately two weeks post-implant, patient complained of shortness of breath. Patient was brought in and a pericardial effusion was noted. Patient was sent to the cardiac catheterization lab for pericardiocentesis. Approximately 200 ml¿s was removed. Patient was discharged home the following day with no further complications. A computerized tomography (CT) was also performed with no evidence of contrast past the device. It was noted that the patient had a base line of atrial fibrillation with episodes of rapid atrial fibrillation followed by 4-6 second pauses that may be associated with the pericardial effusion. No additional information was provided. ((B)(6) 2022-nwt).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
An event of pericardial effusion two weeks post implant was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.